Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision total knee arthroplasty over attune primary total knee fixed bearing due to patient dissatisfaction and pain. The surgeon removed both femoral and tibial components without issue, they were well fixed. They did take some effort to removed even formed the revision procedure and satisfied with the range motion of the patient. Left knee.